Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that an error message occurred while performing a query and exporting to excel. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.